Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional testing. After power up, the device gave an error alarm with the message "error 1260". This type of error can indicate an issue with memory corruption of the circuit board. The cause of this component issue was not definitely established.

Event description:
It was reported that the device was being tested and gave an alarm with the message "error 1260". No patient involvement.